Event description:
Tip of microwave probe (2-3 mm) ceramic needle tip was broken off during the CT guided microwave ablation procedure. Ir md intentionally left tip in place and documented such in his procedural note and disclosed this to the pt. No harm to pt.